Event description:
It was reported that the end of the grasper fell apart in the patient during a procedure. No additional was provided.

Manufacturer narrative:
Follow-up attempts were made to obtain more information on the complaint; however, there was no response from the reporter. When the reporter provides more information or the product would be returned for evaluation, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: result of investigation: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. According to the failure description the most likely cause is an operator error due to overloading and / or incorrect reprocessing. It was reported that one of the branches of the item has broken off. It is possible that a mechanical damage has occurred due to overloading, e.g., a small crack, which could have led to breakage. The material may have been damaged over the years due to the number of uses. However, since no item was returned, no in-depth investigation can be carried out. This event is filed under internal complaint ID (B)(4).